Event description:
It was reported that preloaded monofocal intraocular lens (iol) was opened in the field and noticed the lens was scratched, so replaced it. There was no patient contact with the product. No further information is available.

Manufacturer narrative:
Section a2,a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023. Section d6a: if implanted, give date: not applicable, unknown/ asked but not available. Section d6b: if explanted, give date: not applicable, unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 29-aug-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received with the plunger rod fully advanced. The handpiece assembly was inspected and no issues were identified. The complaint lens was cleaned and presented with no issues. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this po. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.